Event description:
Customer reported the system kept beeping like it was fluoroing after the button was released. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the software. System operates as intended.